Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed the lead was out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
The returned lead (sc-8336-50 sn(B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: na, batch: 25329554.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed the lead was out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.